Event description:
The patient reportedly experienced intermittencies. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Explant of internal device is being considered. Advanced bionics is investigating this report and will provide a supplemental report when more information is available.